Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and battery out limit. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarms. He stated that he believed that the battery had been out of the insulin pump for longer than 10 minutes. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The act button on the insulin pump was unresponsive due to corroded keypad traces. No button error alarm noted during testing. Alarms were not verified due to keypad anomaly. The device had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, and scratched battery tube window.